Manufacturer narrative:
(B)(4). We contacted the customer and received additional information that they had originally reported the wrong catalog number for the device involved in this complaint. Correction: catalog number was originally reported as 5-10315 is corrected to 5-10316; corrected catalog number is associated with reported lot number 73h1600098. A device history record review was conducted for the corrected device information and did not show issues related to the complaint.

Event description:
Customer complaint associated with medwatch ((B)(4)) alleges the device had a leak and the cuff would not stay inflated. No additional event information received on this device.

Manufacturer narrative:
(B)(4). Medwatch (B)(4) reported a total of 4 additional events. We reached out to the customer for additional information. These events are reflected in the following mdrs: 3003898360-2017-00234, 3003898360-2017-00202, 3003898360-2017-00237, 3003898360-2017-00024. The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint associated with medwatch (B)(4) alleges the device had a leak and the cuff would not stay inflated. No additional event information received on this device.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number provided by the customer (73d1600268) does not match to the product code reported. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. The sample is needed in order to perform a proper investigation and determine a root cause. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint associated with medwatch ((B)(4)) alleges the device had a leak and the cuff would not stay inflated. No additional event information received on this device.